Event description:
It was reported that the patient complained of fatigue and of sleep being 'off.' The device was found to be pacing below the lower rate, and t-wave oversensing (twos) was seen. It was determined that the device's managed ventricular pacing (mvp) was the problem, and the device was reprogrammed accordingly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.